Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: 17-oct-2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a bag. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further review, it was determined that code 2138 of the initial MDR was incorrect as no visual acuity measurements or target information was provided and code 2271 was more applicable. Therefore, this supplemental filing is to correct the health effect codes that were incorrectly reported. The following fields were updated accordingly: section h6: health effect - impact code: updated to 2271 - therapeutic response decreased. Previously reported code as 2138 - visual impairment is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dxr00v model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). In a secondary surgical procedure, the iol was explanted due to complaints of vision had worsened after surgery and patient was struggling with near and mid-range vision. The explanted iol was replaced with a non-johnson & johnson 19.0 diopter iol. There was no incision enlargement, no patient injury, no suture(s), and no vitrectomy. Following the iol exchange, patient was reported to be better and happier with vision. No further information is available.